Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer ran patient sample, quality controls and precision testing, all of which were acceptable. The customer also performed a look back but did not find any additional discordant results. The cause of the discordant, falsely low sodium, potassium and chloride results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium, potassium and chloride results.